Event description:
Vns explant occurred. Less than 2cm of lead was left implanted. The explanted devices are not available to be returned. No additional relevant information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had issues with her stomach acid with each programming increase. The stomach acid has resulted in bladder pain. Diagnostics confirmed no impedance issues. Patient was referred for explant surgery. No known surgery has occurred to date. No additional relevant information has been received.